Event description:
It was reported by the patient that they received two uncommanded boluses on the morning of (B)(6)2025. The patient reported while her controller was on the table, and she was sleeping, the omnipod system delivered an uncommanded bolus of 5 units at 8:19am, and another uncommanded bolus of 6 units at 8:55am. The patient reported this led to a hypoglycemic event around 10am that resulted in her having a car accident and subsequent ER (emergency room) visit. Blood glucose levels declined to 35 mg/dl while wearing a pod between 4 and 24 hours in the leg. Patient reported symptoms of visual disturbances and dexterity issues with her arms. The pump was being used in manual mode, as the patient was not wearing a sensor. As treatment, the patient was given 2 doses of glucagon. The patient was discharged from the ER after 8 hours. The patient reported she is not currently using the omnipod system. The controller is not being returned, and cloud files are not available for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, uncommanded bolus or hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type unspecified.